Event description:
It was reported via repair work order that the footboard fascia was bubbled causing intermittent power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.